Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable several years ago. Surgical intervention occurred to explant the patient's ipg. Surgery addressed the issue.